Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon interrogation the pulse generator exhibited an error message - data not read -. The device was explanted and replaced on (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.